Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of orthostatic hypotension, passing out and subsequent hospitalization. However, there is no documentation in the file to show a causal relationship. Additionally, there is no allegation of a machine malfunction reported for this event. Per the pdrn, the patient had been experiencing blood pressure issues a few days prior to the event in which her blood pressure medications were withheld. Hypotension is a common complication in pd therapy which can be caused by antihypertensive drugs. The patient has unspecified cardiac issues which has been attributed as the cause of the orthostatic hypotension. Peritoneal dialysis patients have a high prevalence for cardiovascular complications. Based on the available information the liberty select cycler can be excluded as the cause of the adverse event.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with cancelling treatment as the patient was taken to the emergency room (ER). Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient had just completed treatment and was disconnecting when she experienced orthostatic hypotension and passed out. The patient had been experiencing unspecified blood pressure issues beginning a few days (date unknown) prior to the event. The patient¿s metoprolol and lasix (route, dose, frequency and duration unknown) were withheld. The pdrn stated that the patient¿s event of orthostatic hypotension was unrelated to the patient¿s pd therapy on the liberty select cycler or any fresenius product(s) and was directly related to the cardiac conditions. The patient was admitted to the hospital and currently remains hospitalized. The patient¿s disposition is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.